Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400mg/dl. Customer¿s blood glucose was level 394 mg/dl at the time of incident. Customer was treated with insulin pump. Customer declined to check leak and air bubble. Customer was alleging for under delivering because customer had high blood glucose from last 4 days. The product will not be returned for the analysis.